Manufacturer narrative:
Investigation summary: the customer reported ¿tubing was taken out of the package, attached to the primary line to prime and the saline would not flow through the IV line easily¿. Received from the customer was one used secondary set model 10014881, lot 20025521 with its original package. A blue end cap was attached to the set¿s male luer. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Clear fluid was observed in the drip chamber and entire length of tubing. No abnormalities were observed on the set during visual inspection. Functional testing was performed by attaching the set to the proximal smartsite of a fully primed lab primary set per customer¿s use description. The secondary set¿s spike adaptor was then attached to a lab IV bag filled with blue-dyed water allowing the fluid to flow through the set via gravity. The set primed completely with no occlusions, leaking, or other issues observed. The device history record for secondary set model 10014881 lot 20025521 was performed. The search showed a total of 14,400 units in 1 lot were built on 11 feb 2020. There were no related qn¿s (quality notifications) issued during the production build of this set for the failure mode reported for the given time frame. Root cause description: the customer¿s report of saline would not flow through the IV line easily when priming was not confirmed on secondary set model 10014881. The root cause of the customers reported difficulty for fluid to flow easily when priming could not be determined as we were unable to replicate the reported event during testing. Visual inspection observed no abnormalities on the set.

Event description:
It was reported that the sec 20dp w/ss dc low sorb was clogged/blocked/occluded. The following information was provided by the initial reporter: nurse took the tubing out of the packaging, and attached to primary line to back prime, found that the saline would not flow through the IV line. Even with squeezing primary saline bag, the secondary set was very sluggish to prime. No obvious kinks, obstructions, noted. Not in use ¿ product was removed from the bag and upon trying to prime line was found to be defective.